Event description:
A surgeon reported that in his last two glucoma shunt insertions, he had significant difficulty releasing the shunt from the inserter device. The surgeon reported he had never experienced this problem before. For this pt, the surgeon reported the shunt did not release as smoothly as he has had with other shunts. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Eval summary: the product was not returned. No data regarding identity was rec'd i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. The root cause cannot be determined. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).